Manufacturer narrative:
The insulin pump passed the functional tests. However, the insulin pump had intermittent up button response due to a flattened dome switch. The insulin pump was also received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received excessive no delivery alarms. The customer's blood glucose level was not reported. Sometimes there was a delayed response when the customer pressed the up arrow button. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)